Event description:
The pt experienced increased spasticity. It was determined that the catheter had moved from the intrathecal space and was in the abdominal wound/pocket; the anchor was still fixed in place. The catheter was replaced. There was no pt injury. The pt was doing well following the catheter replacement. The medication being delivered via the pump was not reported.

Manufacturer narrative:
Catheter.